Manufacturer narrative:
This report is submitted on december 13, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed wound dehiscence at the implant site. Revision surgery is scheduled; however, not yet occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, to revise the skinflap and close the wound. The implanted device remains. Post-operatively, the patient was treated with a course of oral antibiotics. This report is submitted january 18, 2017.